Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/27/2025, it was reported that the user¿s ilet device displayed alert 41 (absolute range error). The user attempted multiple restarts, a dry run, and a supply change but was unable to clear the alert. The device displayed ¿unable to proceed.¿ a replacement device was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.